Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. Engineering analysis of the device log file found no evidence of a malfunction. Log data confirmed insulin delivery adjustments and pauses in response to continuous glucose monitor (cgm) readings in the low range. Multiple low bg and urgent low alarms were acknowledged during the time of interest. Data showed that the ilet was functioning as intended, adjusting insulin based on cgm input and pausing insulin appropriately. There was no evidence of overdelivery or inaccurate dosing. The reported hypoglycemic event may have been influenced by gastroparesis, a known condition that can impair carbohydrate absorption. Should additional information become available, a supplemental report will be submitted.

Event description:
On (B)(6) 2025, the user reported that they were hospitalized due to low blood glucose (bg) of 40mg/dl. The user stated their bg dropped, and they later learned they had lost consciousness and experienced a seizure, resulting in a fall from bed, a concussion, and a head laceration requiring gluing. The user attributed the low bg to gastroparesis, which makes bg levels difficult to manage. The event occurred while the user was still connected to the ilet. The user was treated at the emergency room with imaging and wound care and was discharged with instructions for bed rest. No treatment for hypoglycemia was required at the hospital. The user followed up with their healthcare provider, who prescribed glucagon. The user remained on the ilet and requested additional training.